Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and pace impedance measurement high out of range greater than 2,000 ohms. A new lead of a different model was successfully implanted. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information upon completion of product analysis.